Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges pump does not properly display the e1 (cartridge empty) error message. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.